Manufacturer narrative:
Summarized patient outcomes/complications of atrial fistulas as unusual cause of paradoxical embolism: prevalence and percutaneous treatment were reported in a research article in a subject population. No comorbidities were provided. One of the complication reported was transient ischemic attack; this complication is anticipated for the procedure and subject population. A more comprehensive assessment could not be performed as the event was non-contemporaneously reported through a literature review and no device or individual patient information was received for analysis. B3: event date is estimated d4: the UDI number is not known as the part and lot number were not provided. Literature attachment: atrial fistulas as unusual cause of paradoxical embolism: prevalence and percutaneous treatment.

Event description:
The article "atrial fistulas as unusual cause of paradoxical embolism: prevalence and percutaneous treatment" was reviewed. The article presented a case study, to evaluate prevalence, anatomical features and transcatheter treatment of atrial fistulas in a large cohort of patients submitted to percutaneous closure of cardiac right to left shunt (rls) sites related to paradoxical embolism. On an unknown date 7 years prior, an unknown 35mm amplatzer patent foramen ovale (pfo) occluder was implanted. After closure, patient was experiencing recurrent transient ischemic attacks. Moderate residual shunt was observed so a re-do procedure was performed. A non-abbott coil were implanted. The article concluded that this study provides new perspectives in diagnostic framework of persistent or recurrent paradoxical embolic events after a seemingly successful pfo closure, by highlighting atrial fistulas as potential culprits in these cases.. [The primary author and corresponding author was giuseppe santoro at ospedale pasquinucci, massa carrara, italy with corresponding email *santoropino@tin.it*. The time frame of the study was (B)(6) 2024. No comorbidities were provided.